Manufacturer narrative:
Device evaluation summary: during evaluation of the device some creases were observed in anterior and posterior view, also in posterior view an area of shell abrasion was observed, within shell abrasion a tear measuring approximately less than 0.1 cm was noted. A crease/fold and shell abrasion are failures which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket, which resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 350cc and experienced bilateral rupture. The ruptures were found during the removal and replacement surgery on (B)(6) 2019. The reason for explantation is unknown. The patient was replaced with non-mentor breast implants. This report is for the left side.